Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's needle deployed early before being placed on the site indicating a needle mechanism failure. The cannula was visible but stated that it was bent and the pink slide did move forward.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle deploying early. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The cause of the reported needle deploying early could not be determined. No bends or kinks to the soft cannula were observed. The pod data indicated there was no struggle to deliver insulin. No problem was found.